Manufacturer narrative:
A haemonetics field service engineer completed an inspection of the nexsys pcs 300. Upon arrival, tech found no issue. All other parameters verified and adjusted as required. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Device was evaluated with no defects found. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
Donation center reported a 47-year-old male expired from a heart attack sometime after leaving the center on (B)(6) 2023 as reported by his son. Donor's last donation was (B)(6) 2023 and no significant information was noted during the procedure. The donor did not experience a reaction/adverse event, there were no errors on the machine and no issues noted with any of the disposables at the time of the donation. The center's review of his chart noted normal labs and test results with vitals also normal. It is unknown if an autopsy was performed. The center has no information from the attending physician, surgeon, hospital representative or healthcare professional. Donor had no known allergies or pre/post immunizations. Donor had donated since (B)(6) 2012 and 174 times in his lifetime. The donor's family has not provided any additional information to the center related to the death and no further information is expected in this case.